Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It has been reported that the company field service engineer failed to move monitor arm out of the way of the rosa arm moving to home, causing a collision during preventive maintenance. System shut down and then failed to start upon restart. System was started in maintenance user. Kineverif was used to home robot and then error was resolved.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that a collision occurred between the robot arm and the monitor due to a use error; then the restart of the arm failed after reboot. The elements provided for investigation do not contain enough information to confirm both events. Indeed, an error message was displayed to the user by the software, corresponding to the detection of the collision event, but the collision detection was not recorded in the controller log. Moreover, it was recorded that a loss of connection occurred after reboot, but the controller detected that the emergency button was activated by the user. It could be the cause for the loss of connection, and would be considered as a normal behavior of the device. However, the activation of the emergency button was not reported and no clarifications could be obtained on this case. Analysis showed that the complaint is confirmed.

Event description:
It has been reported that the company field service engineer failed to move monitor arm out of the way of the rosa arm moving to home, causing a collision during preventive maintenance. System shut down and then failed to start upon restart. System was started in maintenance user. Kineverif was used to home robot and then error was resolved.